Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have exhibited over-sensing of noise leading to inappropriate mode switch. The rv lead was capped and replaced on (B)(6) 2021. No patient consequences were reported.